Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had a leak present around the closure device. The patient will remain on anticoagulation medication until the next tee. There were no patient complications reported.